Event description:
In 2005, the lay pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. Two days later, the medical affairs specialist (mas) spoke with the pt to obtain/verify the following info: the pt was diagnosed with diabetes four years ago. She takes a set dose of lantus insulin daily. The pt said she has had unstable diabetes with difficulty regulating her blood glucose level. In 2005 the pt obtained results of 600 and 253 mg/dl on the reported meter within 10 minutes of each other while having a headache. The pt drank water, did some exercise, and drove to the ER. A result of 616 mg/dl was obtained on the ER meter 45 minutes later. The pt was treated with an injection of 10 units of insulin and an insulin drip. She was released to home after that day. The customer service agent (csa) did not walk the pt through a control solution test, as the pt did not have control solution. The meter, control solution, and test strips were replaced.